Event description:
It was reported that "tips of draw rods broke off."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, risk assessment and visual inspection. Results: complaint history analysis. There have been 50 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. Manufacturing record review. There were no deviations noted from the batch which this device was released. Risk assessment. There were no adverse consequences reported. There are other instruments in the kit that can be used for screw extraction, so any prolongation of the surgery is minimal. Also, (B)(4). Visual inspection. The instrument tip was confirmed broken, however the tip was not returned. Conclusion: previous instrument failures have occurred due to user-error and it is believe that is also the case here. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft. It also states that the revision driver should not be used as an insertion driver.